Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: aug. 3, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the lens stuck inside of the cartridge and overridden by the plunger rod. The cartridge tip and cartridge could be observed to be bulging around the lens. The handpiece could not be disassembled because the plunger rod could not be retracted; therefore, no further evaluation could be performed. The complaint issue of ¿dc-cosmetic issues¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as lens was not implanted. Section d6b: if explanted, give date: not applicable, as lens was not implanted, hence not explanted. Section e1: email address: unknown/not provided. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while lens was being inserted, the patient moved during the procedure. Lens became partially delivered in the left eye. But there may have been lens scratch, the lens was removed and back-up lens used instead. No issue with outcome significantly interfering with activities of patient 's daily life. No other pertinent information was provided.